Event description:
This complaint was initially reported to intuitive surgical inc. (Isi) for an unrelated problem found during the preventative maintenance (pm) of the da vinci surgical system by the field service engineer (fse). The patient side manipulator (psm) failed a friction test and was replaced. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. However, secondary isi failure analysis findings associated with the returned part deem this event to be reportable. In particular, the psm arm failed the weighted brake drop test during failure analysis. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that axis 2 brake failed the in-house weighted brake drop test. The brake was replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during in-house testing and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.